Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2318-50, serial #: (B)(4), description: scs 50cm iii lead. Additional information was received that the patient underwent a revision procedure wherein the lead and the ipg were replaced. It was also reported that the ipg was replaced since the patient was unable to maintain a charge and the lead showed high impedances. The physician suspected device malfunction on the replaced ipg and lead. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.